Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). The manufacturer's field service engineer (fse) evaluated the unit. The fse cleaned the unit and checked each part. The fse performed run-in test and loss of power test. The unit was checked overall and no abnormalities were found.

Event description:
The customer contacted technical support stating that touch panel was unable to be used. The customer reported that the unit was in use but there was no harm to the patient. The device was used for four hours before the issue became critical and the unit was switched out with the same model of the device. The patient was on a mask and was able to breathe spontaneously. No patient information was available. The event date was not specified; estimate used.